Event description:
Information was received from a patient who was receiving unknown drug (n/a n/a at n/a n/a) via an implantable pump for unknown indications for use. It was reported that the patient stated 'since I got this new delivery system' they have had issues with the ptm system connecting to the pump, and mentioned described seeing service 338. An agent had patient close the myptm application and attempt to connect to the pump. The patient stated 'it took 7.5-10 minutes to connect to the pump then another 7.5-10 minutes to connect for the bolus but it used to only take a few mins before. The patient mentioned they thought the communicator worked when plugged in. An agent reviewed information, considerations, and best practices then the patient was able to connect while on the call but did take several minutes. The patient confirmed they were allowed 14 boluses per day. Agent reviewed considerations, redirected to the healthcare provider (hcp), and recommended the hcp possibly contact a technical service for consultation. The patient mentioned boluses being "off" since daylight savings. An agent reviewed pump clock time and daylight savings in relations to bolus programming. .

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# (B)(6), implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: (B)(6), ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.